Event description:
It was reported that during an unk procedure, the clips would not hold after placing. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.